Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump rejected batteries as well as motor error. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the buttons were less responsive and harder to press. Customer stated that the insulin pump display was faded. Insulin pump had no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with faded display window and keypad not responsive due to moisture damage to electronic devices noted.